Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was prepared for use during a polypectomy procedure performed on (B)(6) 2021. It was reported that during preparation and outside the patient, the product technician found the loop wire was bifurcating but it was not completely broken, it was noted to be forking when the device was unpacked. Moreover, there were no visible issues noted with the handle and no other issues noted with the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.